Event description:
This device was explanted, but has not been returned. Should the device be returned this investigation will be updated.

Event description:
Boston scientific received information that during a follow up the battery went from magnet rate of 100 and two year longevity in (B)(6) 2014 to end of life (eol) and less then .5 years july 2014. The battery had decreased by two years in less then five months. Premature battery depletion was alleged. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device will be explanted and returned. Upon analysis this investigation will be updated.